Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clips were malformed and scissored. The analysis results found that the el5ml device was returned partially cycled with the jaws closed; the cycle was completed in order to perform functional testing and one conforming clip fell off from the jaws and one j-shaped clip was found to be jammed inside the jaws. The j-shaped clip was removed in order to perform functional testing; upon visual inspection, a burr was noted to be present at the jaws and cam interface. In the next actuations of the device, twelve conforming clips were fed and formed and the instrument locked out as intended; during the analysis, the jaws opened and closed without any difficulties. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.